Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. The patient was treated with intravenous antibiotics. A temporary pacing wire was used. No adverse patient effects were reported. The rv lead remains in service.